Manufacturer narrative:
(B)(6). Investigation of returned suspect detector panel confirmed the reported problem. Installed cp2 in test imaging system and immediately noted amber led on cp2 rather than green. No error code displayed on cp2. Remote desktop indicates the detector is not ready. Verified secure connections. In viva was given an "openlink" ethernet error. Verified ip address is correct. Attempted to establish link, and received communication error. Cp2 ethernet connection not functioning. Reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Initially the image acquisition system (ias) was not booting completely because the paxscan processor was not turning on. After replacing the processor the system booted up normally. System passed all tests on checkout and was returned to service. The part has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to take images. It was reported that when the system was moved into the room, it was already in the powered up state. The use of the imaging system was discontinued because of this issue. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.